Manufacturer narrative:
(B)(4). Date sent: 5/24/2010. Info asked for, but unk or not provided during initial contact. Info not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the blade had a burn odor after several actuations and an error sound was heard. The error code was not confirmed. When the nurse cleaned the blade, the blade broke off. No pieces were left inside the pt's body. Another device was used to complete the procedure. There were no adverse consequences for the pt. The customer disposed of the device, no device will be returning.